Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that death occurred. The patient presented with acute myocardial infarction (mi). A percutaneous transluminal coronary angioplasty was being performed on a stenosed left anterior descending artery (lad). A 2.75 x 28mm promus element plus stent and a 2.75 x 38mm promus element plus were advanced to the target lesion and deployed. The procedure was completed with these devices; however, the patient was not able to survive. It was indicated the inability to survive was not due to the stents, but was due to other complications.